Manufacturer narrative:
(B)(4).

Event description:
During left ventricle (lv) lead implant, the stylet could not be inserted into the guidewire due to resistance inside the lead. It was decided not to implant the lv lead but instead implant an epicardial lead. The patient is stable.

Manufacturer narrative:
A complete lead was returned for evaluation and visual inspection indicated no anomalies. The stylet was inserted into the lead and no evidence of restriction or obstruction was noted. Electrical testing revealed no anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.